Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported complaint. The fse was unable to find any related errors in the system logs. The fse was unable to reproduce the issue with a test drive. The system was tested and verified as ready for use. No image or video was submitted for review. A review of the logs confirmed the event date was (B)(6) 2022 and the procedure was a pulmonary segmentectomy. The system serial number was confirmed to be (B)(4). This complaint is considered a reportable event due to the following conclusion: universal surgical manipulator (usm) 3 was alleged to have moved unintuitively with reversed motion during a procedure unintuitive motion could lead to subsequent tissue damage. While there was no harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur.

Event description:
It was reported that during a da vinci-assisted pulmonary segmentectomy surgical procedure, universal surgical manipulator (usm) 3 moved in the opposite direction than the surgeon intended. There was no patient harm. The technical support engineer (tse) viewed the system logs, but did not find any related errors. The procedure was completed as planned with no reported injury. Intuitive surgical, inc. (Isi) completed follow-up with the initial reporter and obtained the following information: the procedure was completed as planned without any injury or harm to the patient. The csr was unable to recall which instrument was installed in usm 3 when the issue occurred.